Manufacturer narrative:
Analysis results are not available; the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The operation room nurse reported that the blade stopped working; the inner shaft had broken and the blade tip broke off. The broken piece of the blade was found after surgery on the pillow of the patient. The was no patient injury.